Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the permanent cautery hook instrument did not work when using diathermy. Customer changed to another green monopolar diathermy cable and it did not work. A new permanent cautery hook was used. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no arcing was detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity tests. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.